Event description:
The customer contacted baxter's service center regarding a system error 2344, which occurred on the homechoice (hc) during the first cycle. The home patient (hp) disconnected and turned the hc off. When the hp woke up that morning, there was fluid on the floor. The technical service representative (tsr) told the caller to call when an alarm occurs for possible resolution. The caller did not see where the fluid may have leaked from. The home patient (hp) would finish with manual supplies and would call back if any problems or questions. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp on (B)(6) 2012. He stated that he did not notice anything unusual about his supplies that night. He was able to finish with manual supplies, and therapy has been going well since with no further issues. There were no samples available and he did not recall the lot. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.